Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 3.0x23mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, the device had difficulty crossing the lesion. The device was removed from the patient's body and it was found that the stent and the balloon were detached. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.